Manufacturer narrative:
The failure analysis technician evaluated the vela front panel assembly and conducted a visual inspection. There was no visible defects on the device. The touchscreen was completely responsive and calibrated successfully. The reported issue could not be duplicated.

Manufacturer narrative:
(B)(4). Field service evaluated the unit, and ordered a replacement front panel assembly for this repair. A return goods authorization (rga) number was also issued for the return of the alleged faulty front panel assembly for evaluation. As of september 21, 2015 the alleged faulty front panel assembly has not been received by carefusion.

Event description:
Biomed at a user facility requested field service, indicating that one of their units cycles on normally during peruse checks, however the touchscreen display is unresponsive to touch commands.